Event description:
It was reported that a previously implanted generator was removed approximately 4 years prior to this report as "it wasn't working.¿ subsequent information showed that the device stopped communicating approximately 1 year after implant. Follow up with the office of the treating physicians was only able to confirm the report that the patient had her vns generator implanted approximately 20 years ago. Their records did not show any specifics on the patient¿s previously implanted generator. No additional pertinent information has been received to date.